Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced a 'hot' burning sensation and discomfort at the insertion site. She removed the sensor; however, the 'hot' burning sensation expanded across her chest and back, to the right arm, up her neck, and face. She developed difficulty breathing and noted hives around the insertion site. Her grandparent took her to an urgent care where she was treated with epinephrine diagnosed with an allergic reaction. Once she stabilized, she was released to her grandparent¿s care and instructed to go to the emergency department (ed). In the ed, she was treated with IV fluids, famotidine, and monitored for five hours. As this was her first dexcom sensor and she reported an allergy to nickel, she has discontinued the use of the dexcom system. No additional patient or event information is available.